Event description:
The pt reportedly experienced decrease in performance, facial nerve stimulation, and intermittencies. Programming was performed and external equipment was exchanged without resolve. Testing revealed shorted electrodes. The center will pursue device revision surgery.